Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 experienced a drawer board failure, which caused the station to power down. Although the station was powered back on after a few hours, drawer 3 was not detected on the bus. A field service engineer replaced the pyxibus controller board, and the module controller boards for drawers 3.1 and 3.2 to resolve the issue. Additionally, the customer confirmed that the device was powered on and connected to the network. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.